Event description:
Caller reported that a undefined cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer reloaded the existing cartridge and resumed insulin use.